Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.

Event description:
Patient reported "left implant was removed, a new implant was placed in right breast and the old implant of right breast was placed in left side." The left side device remains implanted.

Event description:
Patient reported "left implant was removed, a new implant was placed in right breast and the old implant of right breast was placed in left side." Later a healthcare professional reported that a patient experienced ¿capsular contracture, baker grade iii diagnosed clinically and radiologically, presenting severe pain and displacement of the prosthesis with hardening." The left side device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Migration: unable to observe as it is a medical event not related to the device. Calcification: no observed calcification on the device. Cyst-ndr: not applicable as the event is not related to the device. Use error: unable to observe as it is a medical event not related to the device. Additional observations: crease fold observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data:b.5, b.6 ,d.1 , d.2 , d.4 , d.6, g.3 , h.2 , h.4 , h.6. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii. Capsular contracture is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "left implant was removed, a new implant was placed in right breast and the old implant of right breast was placed in left side." Later a healthcare professional reported that a patient experienced ¿capsular contracture, baker grade iii diagnosed clinically and radiologically, presenting severe pain and displacement of the prosthesis with hardening." The left side device has been explanted.